Manufacturer narrative:
Concomitant product: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received regarding a patient receiving intrathecal lioresal 2,000mcg/ml, 250mcg/day (unable to obtain lot number), for intractable spasticity. The patient had the entire system removed on (B)(6) 2015, due to a pump pocket infection. The dose at the time of explant was further reported to be 298.8mcg/day. The patient, as of (B)(6) 2015, was reported to be "doing well." The patient's medical history includes cerebral palsy.